Event description:
I use an injectable medicine and get the compounded medicine and syringes from (B)(6) in (B)(6). I have already used 7 syringes from a sealed pack of 10 supplied when today I noticed a red liquid inside of the new syringe when I went to draw up medicine. I checked one of the remaining syringes and it seemed clear and then another and it also had red liquid inside and would not pull back without causing a vacuum as if it is blocked. These were all brand new syringes supplied by the pharmacy. I now wonder what I have injected into myself as I have had many flu/cold symptoms and time off work as of late and wonder if this has anything to do with it as of course nothing has been tested yet? Device code: 2944, 1094. Patient code: 4582. Reference report mw5187927.